Manufacturer narrative:
Model #: unknown/not provided. Serial #: unknown/not provided. Catalog #: unknown since the serial number was not provided. Expiration date: unknown since the serial number was not provided. UDI #: unknown since the serial number was not provided. To date the lens remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Manufacturing date: unknown since serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had bilateral symfony intraocular lens (iol) implants. Reportedly, the lens in the right eye (od) had decentered inferiorly post-op. The patient complained of severe glare. The lens implanted in the left eye (os) is perfect with no symptoms reported. Patient had corneal edema post op which is now resolved. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.